Manufacturer narrative:
The investigation into the pump stop has been completed since the original report was filed. The user facility has returned the impella device, and the benchtop analysis revealed that the root cause of the pump stop was an electrical open caused by the pump plug hitting the elevator doors during transport.

Manufacturer narrative:
Investigation of the returned pump is ongoing. Once the investigation is complete, a supplemental report will be filed.

Event description:
Patient was being transported to another facility. While being loaded into the elevator the impella catheter that connects to the controller was hit by either the bed or the elevator doors. Once the hit occurred the pump stopped and would not restart. The aic was switched out and the new aic would also not recognize the pump. The patient was taken to the or and the pump was replaced successfully. Patient stable afterwards.